Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number as the information is unknown to the explant facility.

Event description:
Physician reported a fracture in the port tubing of the device.